Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During inflation, the balloon was inflated to 20mm and the balloon popped. No further information is able to be obtained as the initial reporter asked to remain confidential. It was reported that a serious injury to the patient occurred and required intervention.

Manufacturer narrative:
Block e1: this event was reported via medwatch notification. The healthcare facility resides in the united states, but all other information is unknown as the initial reporter asked to remain confidential. Block g2: medwatch reference number: mw5157237 block h6: device code a0402 captures the reportable event of balloon burst. Patient code e2401 captures the reportable event of serious injury. Impact code f23 captures the reportable event of required intervention.